Event description:
It was reported that the patient was revised due to instablity. Surgeon removed alumina head and implanted c-taper alumina head with a sleeve.

Manufacturer narrative:
Neither the device nor additional information is available at this time.